Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the extension set broke off in the t-connector during the administration of rbcs while connected to a neonate. They were unable to remove the broken piece so they replaced the t-connector. There was no harm.